Event description:
The distributor reported a tmj revision was performed per the patient's request to be replaced with a custom bone implant created by the surgeon.

Manufacturer narrative:
The distributor states the revision is due to the patient's request to have a custom bone implant. There were no reported issues or complications and no alleged failure of any of biomet implants. Review of device history records show that lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of nine for the same event.